Event description:
A malfunction on the pump was reported by the caller with a malfunction code of "malf 12," and the issue occurred without any notable prior events. The caller did not report whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. It was noted that the customer had reported at least three similar malfunctions previously, and technical support decided to replace the pump. The customer acknowledged the instructions on handling the replacement and returning the problematic pump but indicated they had no backup insulin therapy available and would contact their healthcare provider.